Event description:
The patient was revised because of infection.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 found 30 pieces were released for distribution in 2007. A review of the device history records found no manufacturing deviations and/or anomalies. The records show this lot was sterilized prior to release for distribution. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.